Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the shaft, consistent with handling. The stent implant was dislodged and was returned inside the non-abbott guiding catheters lumen, consistent with the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were tears in the distal end of the soft tip. There was a bend in the hypotube 2.5 cm distal to the strain relief tubing. There were two kinks in the hypotube 16.7 cm and 18.8 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The non- abbott guiding catheter used during the procedure was returned. The guiding catheter was returned with marks on the shaft were the stent implant was located inside. The guiding catheter shaft was wrinkled 4 cm distal to the strain relief tubing for a length of 6 cm. There was a kink in the guiding catheter shaft 38.6 cm distal to the strain relief tubing. After the guiding catheter was cut open at the marks on the shaft, the dislodged stent was removed. The entire length of the stent was smashed and the distal end was stretched. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is unknown if the stent dislodged during advancement or retraction in the guiding catheter, though several attempts were made to obtain clarification, no further information was available. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. The sds may have interacted with the wrinkled or kinked portion of the guiding catheter, resulting in damage to the stent. Further manipulation would have contributed to further damaging and ultimately dislodging the stent as there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Analysis noted there was a strand of balloon peeling at the proximal end of the distal marker which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during advancement in the guiding catheter. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all sds are visually inspected for balloon shredding. It is possible that the balloon may have scraped against the guiding catheter, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for damaged or dislodged stent, or balloon peeling for this lot. There is no indication of a lot specific product quality deficiency. In this case, with the limited information available, a conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the guide wire could not be inserted into the first xience v selected for use in the case. Using the same guide wire, during use of the second xience v, the stent dislodged in the guiding catheter. It is unknown if this occurred during advancement or retrieval, and it is also unknown if resistance was felt during use of the stent delivery system in the guiding catheter. The dislodged stent was able to be retrieved inside the guiding catheter without any patient effects. No additional information was provided.